Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's proportional valve was replaced to address the issue.

Manufacturer narrative:
The manufacture previously reported receiving information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's proportional valve was replaced to address the issue. The proportional valve was evaluated by the manufacturer's product investigation laboratory (pil) and found the proportional valve functioned as designed and operated without issue or error codes.